Event description:
Home pt (hp) contacted baxter's technical service center for assistance during priming of homechoice set. Hp reported a leaking cassette. Hp was advised to discontinue priming and replace all supplies. Hp completed therapy with a new setup and no pt injury or medical intervention was reported.